Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: the actual sample was returned for evaluation. During the sample evaluation the inlet ports as well as the antireflux valve were inspected to identify any damage or occlusion and were found in good condition. The plate was activated while the inlet ports were open, and it was confirmed that the duckbill valve was not occluded. Also, while the plate was open and the exit port closed, the plate was pressed to release the air and it was not possible, that confirmed that the duckbill valve doesn't allow the fluids to go back thru the inlet ports. Welding around the ports and in the perimeter of the bag was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. It was performed visual inspection, and no void, hole or channel was found in the bag. The reservoir was activated while the caps were inserted on the ports and the bag did not inflate. If the reservoir had a leak, it would have inflated and did not happen. Based on the present analysis, it is determined that the reported complaint is not related to the manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturers control. All associated lot documentation was carefully reviewed, and no issues or discrepancies were found which could potentially relate to the reported complaint. Prior to final product release, this review is also performed to confirm that all devices meet material, assembly and performance specifications.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/28/2020.

Manufacturer narrative:
Product complaint #: (B)(4). To date no sample has been returned. If product is returned or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown breast surgery on (B)(6) 2019 and a reservoir was used. When trying to start suction after replacing the reservoir, drainage could not be done properly. Another reservoir was used with no problem. Further details are not provided there were no adverse consequences to the patient.